Event description:
(B)(6) healthcare contacted (B)(4) sales consultant on (B)(6)-2010. A staff member was exposed to rapicide pa, it splashed in her eye while helping another person change the chemical.

Event description:
The customer received questionable troponin t stat generation 4 (troponin t stat) results while performing a three-way comparison study involving two other laboratories. Sample 1, initial result was 0.055 ng/ml tested on this elecsys 2010 disk analyzer. The sample was repeated on a elecsys e411 analyzer and the result was 0.046 ng/ml. The sample was repeated on an elecsys 2010 and the result was 0.046 ng/ml. Sample 2, initial result was 0.706 ng/ml tested on this elecsys 2010 disk analyzer. The sample was repeated on a elecsys e411 analyzer and the result was 0.636 ng/ml. The sample was repeated on an elecsys 2010 and the result was 0.584 ng/ml. Two erroneous results were reported outside the laboratory, it is unclear which results were reported. The patients were not affected by the issue. All three laboratories were using troponin t stat reagent lot number 158877. The customer declined field service because she thought the assay was performing to her satisfaction.

Event description:
The customer received questionable troponin t stat generation 4 (troponin t stat) results while performing a three-way comparison study involving two other laboratories. Sample 1, initial result was 0.055 ng/ml tested on this elecsys 2010 disk analyzer. The sample was repeated on a elecsys e411 analyzer and the result was 0.046 ng/ml. The sample was repeated on an elecsys 2010 and the result was 0.046 ng/ml. Sample 2, initial result was 0.706 ng/ml tested on this elecsys 2010 disk analyzer. The sample was repeated on a elecsys e411 analyzer and the result was 0.636 ng/ml. The sample was repeated on an elecsys 2010 and the result was 0.584 ng/ml. Two erroneous results were reported outside the laboratory, it is unclear which results were reported. The patients were not affected by the issue. All three laboratories were using troponin t stat reagent lot number 158877. The customer declined field service because she thought the assay was performing to her satisfaction.

Manufacturer narrative:
The troponin t results generated by this elecsys 2010 disk analyzer were considered to be the correct results and were reported outside the laboratory.

Manufacturer narrative:
A specific root cause was not identified. After a previous troponin t stat quality control issue was resolved and the instrument was serviced, the troponin t stat variations between analyzers decreased. The differences are small and the customer considers the assay to perform according to expectations. No adverse events were reported.